Event description:
Per the site, related to procedure and related to device. Type I endoleak. During abdominal aortogram completion, it showed some slow trace endoleak at the top. Investigator reballooned the neck and there was minimal residual endoleak visible on the completion angiogram. Patient outcome - "per the site, the adverse event is still ongoing. Per the site, the patient is coming back in on (B)(6) 2022 and they will be completing additional imaging at that time. They are just observing until (B)(6) 2022 and believes it should be resolved then but will confirm on that date once the images are completed."

Manufacturer narrative:
This complaint was involved with five devices. Device 1 is being reported under MDR-2247858-2022-00122, device 2 is being reported under MDR-2247858-2022-00123, device 3 is being reported under MDR-2247858-2022-00124, device 4 is being reported under the current MDR, and device 5 is being reported under MDR-2247858-2022-00126.

Manufacturer narrative:
This complaint was involved with five devices. Device 1 is being reported under MDR-2247858-2022-00122, device 2 is being reported under MDR-2247858-2022-00123, device 3 is being reported under MDR-2247858-2022-00124, device 4 is being reported under MDR-2247858-2022-00125, and device 5 is being reported under MDR-2247858-2022-00126.

Event description:
Per the site, related to procedure and related to device. Type I endoleak. During abdominal aortogram completion, it showed some slow trace endoleak at the top. Investigator reballooned the neck and there was minimal residual endoleak visible on the completion angiogram. Patient outcome: "per the site, the adverse event is still ongoing. Per the site, the patient is coming back in on (B)(6) 2022 and they will be completing additional imaging at that time. They are just observing until (B)(6) 2022 and believes it should be resolved then but will confirm on that date once the images are completed."